Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the dcs12 instrument had an electric spark and there was a tissue burn to the patient.